Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected the motor arm cannot communicate with the main arm alarms noted during testing however, the formatted history file confirmed the motor arm cannot communicate with the main arm alarm due to a software error . No inverse critical block did not add to zero error alarms are found in the downloaded history files. The insulin pump was received with cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that multiple pump error occurred during basal delivery. The insulin pump will be returned for analysis.